Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/14/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure?, what is the current condition of the patient?, could you please provide lot number?, how many devices that have suture breakage issue during this single procedure? When this the event occurred?. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information could be provided.